Event description:
A surgeon reported that an unexpected postop refraction was noted one day following implantation of an intraocular lens (iol). The iol was exchanged with a different diopter lens which corrected the refraction. The surgeon stated that he assumed the pt had an odd anterior chamber depth that caused the hyperopic result.